Manufacturer narrative:
This product is being filed on an international product, list number 6c29, that has a similar product distributed in the us, list number 6l27. (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a (B)(6) result of 4.93 s/co on sample ID (B)(6), which is a child patient that tested siemens elisa method (B)(6). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
After completion of the original investigation for lot number 37471li00, the investigation team received the customer returned affected sample. The customer returned affected sample was tested with a retained kit of architect havab igg reagent, lot number 40383li00 generating a (B)(6) result of 4.62 s/co. (Lot 37471li00 could not be tested as it had expired.) Reference testing with the axsym generated a (B)(6) result using the customer returned affected sample. Based on the original and addendum investigations, it has been determined that the architect havab igg reagent lot number 37471li00 is performing acceptably.

Manufacturer narrative:
After the completion of the addendum evaluation, the monolisatm total anti hav plus reference test became available. The returned customer sample tested axsym havab 2.0 non-reactive and monolisatm total anti hav plus (B)(6). The additional reference testing does not change the conclusion of the original and addendum evaluations. Based on the original, addendum and second addendum evaluations, the architect havab igg reagent lot number 37471li00 is performing acceptably.

Manufacturer narrative:
Customer return specimens were requested but have not been received so far. As soon as the specimens in question are received, they will be evaluated in an addendum to this investigation. A retained kit of the lot number 37471li00 was tested in a specificity set-up. All negative control values and additional characterized negative human plasma replicates met specifications and the results were in the typical range and no false reactive results were obtained. As part of this investigation complaint records for the affected lot number were reviewed with no problems relating to the customer observation identified. A review of non-conformances and deviations associated with the affected lot numbers was performed. This review resulted in no occurrences that could be linked to the customer observation. Additionally, a review of the product labeling concluded that the issue is sufficiently addressed. Based on this investigation, it has been determined that the architect havab igg reagent lot identified in this complaint is performing acceptably.

Manufacturer narrative:
(B)(4). Although the evaluation for architect havab-igg lot 37471li00 is completed, customer return patient sample was requested for evaluation.

Event description:
Additional information was provided on 12sep2014 that a new sample from the same patient was obtained several days after the intial event. Sample ID: wols was tested on 12aug2014 using reagent lot 37471li00 with architect havab-igg reactive of 3.84 s/co. No impact to patient management was reported.